Event description:
A radiology tech reported that a biopsy site marker was being used during a breast biopsy procedure. It was reported that the physician felt resistance during deployment. During removal of device, the physician felt resistance and upon removal noted that the applicator tip was missing, and that several pellets were in the biopsy probe cannula. Post-deploment stereotactic imaging confirmed the presence of the radiographic marker, but did not show any evidence of the applicator tip. It was th opinion of the physician that the tip was most likely not in the pt's breast, and had probably dropped on the floor once the biopsy device was withdrawn. There were no reported adverse pt effects.